Event description:
It was reported that patients spinal cord stimulation (scs) lead had migrated. The patient underwent revision procedure wherein the lead was repositioned. The patient doing well postoperatively. Nothing explanted or implanted, and the current leads are in used.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7083612.